Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 1:00 p.m. The laboratory result was 2.8 inr and immediately after the meter result was 3.8 inr. The patients therapeutic range is 2.2-2.6 inr and tests once a week. The patient is well.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.